Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. A log review was not able to be performed as the user did not sync their ilet. The user reported that the g7 sensor was inaccurate, however without log data, this cannot be confirmed. The cause of the event is indeterminate. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported experiencing hyperglycemia with nausea and headache. The patient also reported the g7 sensor was showing a low bg and her manual bg read a high bg. The patient removed the ilet and the g7 sensor. Customer care called the patient back where it was reported the patient's son took the patient to the ER, where she was admitted. While in the hospital, the patient was treated with i.v. Insulin which brought her bgs back into range. The patient was released from the hospital on (B)(6) 2025 and remains on their backup therapy.